Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: (B)(6) hospital. (B)(6). Msu physical medicine and rehabilitation consult. Co-morbidities: diabetes mellitus. Septic shock secondary to intra-abdominal infection with small bowel obstruction. Status post multiple surgeries including removal of mesh, lysis of adhesions and colonic anastomosis. On vancomycin and meropenem. Large intra-abdominal fluid collection; pending drainage by interventional radiology. Prior to hospitalization was independent in mobility; works at plastic bottle factory where he does a lot of heavy lifting, also has a lawn mowing business. Currently requiring maximum assistance x 2 for transfers, moderate assistance for bed mobility and is dependent in lower body dressing and toileting. Past medical history: acute ischemic colitis, anemia. Current some day smoker; 20 years, 2 cigars per week. Medications: lovenox, insulin. Review of systems: positive for abdominal pain and diarrhea. (B)(6) 2017: (B)(6). Office notes. Off antibiotics, no fevers. Vac dressing changes being done m/w/f [monday/wednesday/friday] by visiting nurse. Weight 256 lb, bmi 33.78. Open abdominal wound granulating well, no obvious infection. No erythema or tenderness of surrounding skin. Continue vac dressing until 08/04/17 then change to sorbact on wound, cover with gauze and tape. Return in 1 month. (B)(6) 2017: (B)(6) medical group. (B)(6) office notes. Wound check. On clindamycin, no fevers. Weight 246 lb, bmi 32.46. Open abdominal wound granulating well left abdominal wall abscess wound packed with ½ nu-gauze packing and triple antibiotic ointment. Covered with gauze and medi-pore tape. No erythema and less tender. No growth on cultures; will continue clindamycin until completed, check cbc. Return in 4 days. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: please see the attached report for information obtained from the medical records received 09/03/19, 09/05/19, 09/06/19 and 09/19/19. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient codes (1695, 1994-a) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span november 15, 2000 through february 27, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial and gore® synecor intraperitoneal biomaterial. Records for (B)(6) 2001 ¿mesh repair¿ were not provided. Records from february 14, 2007 through march 20, 2011, and were not provided. Records from 2012 ¿mesh laparoscopically¿ were not provided. Patient information: medical history: obesity: ­ (B)(6) 2004: 252 lbs.; bmi 32.4. ­ (B)(6) 2005: 250 lbs.; bmi 32.1. ­ (B)(6) 2011: ¿morbid obesity.¿ ­ (B)(6) 2015: 270 lbs.; bmi 35. ­ (B)(6) 2016: 278 lbs.; bmi 41. (B)(6) 2017: 288 lbs.; bmi 42.5. ­ (B)(6) 2017: 295 lbs.; bmi 43.6. Smoker: (B)(6) 2005: ¿smokes cigarettes, coughing.¿ (B)(6) 2015: ¿current every day smoker; 0.10 packs a day for 15 years, one cigar per day.¿ (B)(6) 2016: ¿quit smoking.¿ (B)(6) 2017: ¿current every day smoker.¿ diverticulitis. Chronic cough. Diabetes mellitus. Surgical procedures: (B)(6) 2000: ventral herniorrhaphy with marlex mesh. (B)(6) 2001: ¿mesh repair¿ [records not provided]. (B)(6) 2001: repair of ventral hernia. (B)(6) 2003: two-layer underlayment incisional hernia repair with marlex mesh. (B)(6) 2004: pro-lite mesh tension-free incisional hernia repair. (B)(6) 2005: underlayment two-layer incisional recurrent hernia repair with bard mesh. (B)(6) 2007: lap ventral hernia repair with mesh, lysis of adhesions. Implant: gore® dualmesh® plus biomaterial. 2012: ¿mesh laparoscopically¿ [records not provided]. (B)(6) 2017: laparoscopic ventral hernia repair with mesh, lysis of severe intraperitoneal adhesions. Implant: gore® synecor intraperitoneal biomaterial. (B)(6) 2017: exploratory laparotomy, removal of mesh. Lysis of small bowel adhesion. Repair of multiple small bowel serosal tears. Abthera wound vac placement. Relevant medical information: (B)(6) 2000: implant #1: ventral herniorrhaphies with marlex mesh repair ¿all six multiple defects were in a 2 x 4 area of the ventral surface of the anterior abdominal fascia. They were all in a supraumbilical area above the umbilicus. The defects were closed with this interrupted 0 ethibond without difficulty and the onlay mesh was placed and tacked down in all quadrants over the defects.¿ (B)(6) 2001: implant #2: procedure/mesh product unknown records for (B)(6) 2001 ¿mesh repair¿ not provided. (B)(6) 2001: repair of ventral hernia. History. ¿patient has had numerous ventral hernia repairs in the past and now presents with the same problem. The patient had recently undergone a mesh repair last in (B)(6)2001.¿ procedure. ¿a vertical incision was made just above the umbilicus extending approximately 6 to 7 cm. Subcutaneous tissues were dissected down to the rectus fascia. Hemostasis was controlled using electrocautery. Two small hernias approximately 1 to 1.5 cm. In diameter were noticed. The hernia and tissue surrounding these defects were dissected free of the fascia and reduced. Kocher clamps were used to stitch of nurolon. The second larger defect was repaired using the same 0 nurolon in a running fashion. Three figure-of-eight interrupted stitches were used for additional support and strength.¿ (B)(6) 2003: implant #3: two-layer underlayment incisional hernia repair with marlex mesh indications. ¿this is a relatively healthy 37-year-old with one previous attempt at repairing an incisional hernia at another institution who now presents for re-repair of a recurrence.¿ ¿the incision was then made and deepened through the copious subcutaneous tissue with scar to the substance of the hernia sac. It was noted to contain incarcerated omentum and the sac was excised, the omentum reduced and a 5 cm defect uncovered. By inserting the finger into the defect, two other small hernias, 1.0 ¿ 1.5 cm in size, were diagnosed, one above and one below the main defect. The incision was then extended to the right of the umbilicus and these defects were exposed by dissecting away the scar with sharp dissection. Hemostasis was achieved with suture ligatures of 3-0 vicryl. The defects were then combined with the larger defect by incising the fascial bridge and a 1 x 3 inch marlex mesh patch sewn to the undersurface of the defect above the omentum to prevent contact with the bowel using a running horizontal mattress 3-0 prolene suture 1.5 cm from the edge of the defect for the first layer and the second layer attaching the defect edge directly to the mesh.¿ (B)(6) 2004: implant #4: pro-lite mesh tension-free incisional hernia repair ¿¿the 3 cm mass to the right of the midline incision was identified. The area was then injected with a field block using injectional technique and marcaine whereupon the old midline incision was remade and deepened through the subcutaneous tissue and scar to the substance of the hernia sac. This was separated from the surrounding attachments with sharp dissection and reduced into a 2 cm defect. The defect was repaired with a subfascial 5 x 5 cm prolite mesh patch sewn to the undersurface of the fascia in two layers, the first layer being a running horizontal mattress suture 1.5 cm from the edge of the defect, the second layer attaching the edge of the defect to the mesh directly. Both layers were 3-0 prolene sutures in running fashion and the procedure was terminated¿¿ (B)(6) 2005: implant #5: underlayment two-layer incisional recurrent hernia repair [product identification not provided] ¿¿a field block was applied injectionally to the 5 cm supraumbilical healing scar, which was then excised and the incision deepened through the copious subcutaneous tissue to the substance of the hernia sac, which was found to be emanating from the midline of the previous hernia repair just above the mesh patch. The defect was one-third of an inch in size. It was separated from the surrounding subcutaneous tissue. The sac was excised, and the omentum was reduced. The one-quarter inch incision was then made caudally in the mesh and a one-half inch incision in the superior fascia to allow the insertion of the operator¿s index finger to assure the absence of other occult defects. None were found, so the repair was effected [sic] with a 2 x 2 mesh patch suturing it to the undersurface of the fascia above the omentum to prevent contact with the bowel. The first layer was an interrupted, horizontal, 3-0 prolene suture 2.5 cm from the edge of the defect and then the defect was closed vertically in the midline attaching the edges of the defect and the fascia with a through-and -through running 2-layer 3-0 prolene suture technique.¿ implant #6 preoperative complaints: (B)(6) 2007: ¿has had 6 hernia repairs. Dr. [Illegible] did 3/ dr. [Illegible] did 3 with mesh. Large lump above umbilicus x 1 year, hurts when coughs.¿ ¿abdomen protuberant and well healed cicatrix in upper midline that is keloid with obvious bulge at area. Probably does have some diastasis recti. Area tender, not completely reducible.¿ implant #6 procedure: laparoscopic ventral hernia repair with mesh, lysis of adhesions (45 minutes). [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/04422588, 20 cm x 30 cm x 1 mm thick]. Implant #6 date: (B)(6) 2007: description of hernia being treated: ¿a 10mm incision was made in the patient¿s right upper quadrant, approximately mid-axillary line. A direct visualization port and laparoscope were used to enter the abdomen. Pneumoperitoneum with 15 mmhg was then created with carbon dioxide gas. After adequate insufflation, three 5 mm ports were placed, 2 in the patient¿s left flank on the anterior axillary line, the third in the patient¿s right lower quadrant on the anterior axillary line. Herniated omentum was reduced with a combination of blunt and harmonic dissection. This took approximately 45 minutes to lyse these adhesions.¿ implant size and fixation: ¿after reduction, a gore-tex dualmesh plus mesh was chosen, its size fashioned to 20 cm x 19 cm. Four gore-tex stay sutures were placed in each corner. The mesh was placed into the abdomen. The 4 corners were tacked in a transfascial manner. An endo tacker was used to secure the mesh to the anterior abdominal wall circumferentially. There were 2 circumferential staple lines. The pneumoperitoneum was allowed to escape. The fascia of the 10 mm right upper quadrant port was closed with figure-of-eight 0 vicryl. Each skin incision was closed with subcuticular 4-0 monocryl suture. Steri-strips were then placed.¿ records from february 14, 2007 through march 20, 2011 were not provided. Relevant medical information: (B)(6) 2011: ¿states a lot of abdominal pain when he coughs.¿ (B)(6) 2011: ¿positive ventral hernia¿¿ (B)(6) 2011: ¿chest congestion, cough x 3 days. Impression: upper respiratory infection, cough, ventral hernia, morbid obesity.¿ 2012: implant #7: procedure/mesh product unknown. Records from 2012 ¿mesh laparoscopically¿ were not provided. (B)(6) 2012: CT abdomen/pelvis [a/p] ¿large ventral hernia containing fat.¿ (B)(6) 2012: ¿CT shows recurrent hernia with fat only, no intestine. Asked him to lose 50 lbs. And see me again for hernia repair.¿ (B)(6) 2013: ¿follow-up ventral hernia. Exam: abdomen obese, ventral hernia.¿ (B)(6) 2015: ¿... 5 cm right lateral abdominal bulge and 4 cm left lateral abdominal bulge consistent with recurrent hernia. Discussed weight loss and smoking cessation before considering surgical procedure.¿ (B)(6) 2015: CT a/p: ¿midline anterior abdominal wall hernia containing fat, opacified colon. Mouth of hernia is 6.8cm on axial plane. Second hernia mouth superior to larger opening containing fat, 18 mm in width.¿ (B)(6) 2016: ¿follow-up ventral hernia, will go for surgery.¿ (B)(6) 2016: ¿follow-up umbilical hernia. Gradual onset, moderate bilateral upper quadrant abdominal pain, dull, non-radiating. Assessment: ventral hernia worsening.¿ implant #8 preoperative complaints: (B)(6) 2017: emergency room: ¿states has 8 hernias in abdomen.¿ ¿tenderness right lower quadrant. Guarding and tenderness at mcburney¿s point. Hernia in ventral area.¿ (B)(6) 2017: CT a/p ¿ventral abdominal hernia seen through opening of mesh and through linea alba. Hernia contains large bowel, small bowel, and intra-abdominal fat.¿ (B)(6) 2017: ¿multiple incisional hernia repairs, current recurrence noted x 3 years, last surgery 2012 with mesh laparoscopically by dr.x at (B)(6), still on oral antibiotic treatment.¿ (B)(6) 2017: ¿assessment: abdominal pain, acute diverticulitis from twisting of colon.¿ (B)(6) 2017: ¿last surgery 2012, mesh placed laparoscopically by dr. X at (B)(6). Tenderness in epigastric area. Broad upper midline incision scar. Area of recurrent incisional incarcerated hernia sac.¿ (B)(6) 2017: ¿the patient is a 50-year-old gentleman who had multiple incisional hernia repairs and recurrence. The last recurrence happened approximately 3 years ago. The last surgery was done in 2012, laparoscopically by dr.x at (B)(6) hospital. His most recent CT scan showed transverse colon and the omentum as hernia sac incarcerated content. The decision was made to have his recurrent incarcerated incisional ventral hernia fixed laparoscopically. Possible open hernia repair if needed.¿ implant #8 procedure: laparoscopic ventral hernia repair with mesh. Lysis of severe intraperitoneal adhesions. [Implant: gore® synecor intraperitoneal biomaterial, gkfv1520/15625679, 15 cm x 20 cm, oval] implant #8 date: (B)(6) 2017 [hospitalized (B)(6) 2017]. Description of hernia being treated: ¿due to the patient¿s medical previous surgery, the left upper quadrant was chosen as entry site with the optiview technique. A 5 mm skin incision was made and a trocar was placed under direct visualization. The abdomen was entered successfully and pneumoperitoneum was established successfully. There were extensive adhesions at the midline in the right and left upper quadrants. A 5 mm trocar was placed into the left lower quadrant, which gave a more clear view of the abdomen. The abdomen was fully examined of all possible injury upon the entry of abdomen. There were none. Another two 5 mm trocars, were placed on the right lateral side along the anterior axillary line. Both blunt dissection and harmonic instruments were used to release adhesions from the anterior abdominal wall. Lysis of the severe intraperitoneal adhesions of small and large bowel and abdominal wall and omentum took about 90 minutes to accomplish. The adhesions were very severe and extensive to anterior abdomen and hernia site with blood supply in adhesions. Clearly ventral hernia could be visualized, which was superior to the previous mesh placement. The mesh is still intact and spiral metal tacks still visible, which was peritonealized. The hernia sac content was carefully isolated from the surrounding tissue with either blunt dissection or harmonic instrument. The hernia sac content was reduced gradually after dissection from either left or right side after couple position changes with laparoscopic camera. The hernia contents were gradually reduced safely without any bowel injury noted. Separated portion of omentum removed from hernia sac and removed with surgical specimen bag via the 12 mm trocar site. The portion of omentum was sent to pathology. The hernia defect looked like it was about approximately 6 cm in diameter.¿ implant size and fixation: ¿a decision was made to place a 15 x 20 cm gore synecor biomaterial mesh. The mesh was introduced into abdomen via the 12 mm trocar. Next, the center point was chosen at the hernia site. Carter-thomason suture passer was introduced into abdomen in the center of the hernia defect and the preciously [sic] placed 0 vicryl suture was brought up to suspend the center of the mesh. The mesh was positioned to cover anterior abdominal wall appropriately after the suture lifted the mesh up with the long axis of the mesh in a cranio-caudal orientation. Ethicon secure strap fixation device was introduced to secure the mesh circumferentially with multiple tacks placed to secure the mesh to the anterior abdominal wall. Position was flat and covered the hernia appropriately with good underlay. Securing vicryl stitch was cut at the skin level. At this point the abdomen was fully examined and excellent hemostasis was visualized. The 12 mm port site fascia was closed with 0 vicryl sutures x 2 placed with the carter-thomason suture passer. Pneumoperitoneum was released and the trocars were removed under direct visualization. The skin incisions were closed with 4-0 monocryl plus suture in an interrupted subcuticular fashion.¿ (B)(6) 2017: pathology. ¿dx: omentum, herniorrhaphy of recurrent incarcerated hernia-benign mesothelial cell-lined fibrovascular and mature adipose tissue with acute hemorrhage and focal scar. Negative for malignancy.¿ (B)(6) 2017: discharge summary. ¿post op day 1, adequate pain control, tolerating diet, passing flatus, discharged home.¿ explant #6 [questionable] and explant #8 preoperative complaints: (B)(6) 2017: emergency room. ¿nausea, vomiting, diarrhea, post-op problem (hernia repair (B)(6) 2017: ¿abdominal pain past 2 days associated nausea, vomiting. Been able to have bowel movement. Not able to tolerate oral intake. Exam: appears ill, distressed, tachycardia present, bowel sounds normal, generalized abdominal tenderness, is diaphoretic. CT abdomen/pelvis ordered. Admitted to surgery. Diagnosis: recurrent incisional hernia with incarceration, small bowel obstruction.¿ (B)(6) 2017: x-ray abdomen: ¿free air beneath both hemidiaphragms consistent with bowel perforation in absence of recent surgery. Dilated small bowel loops with internal air-fluid levels.¿ (B)(6) 2017: CT a/p: ¿mechanical small bowel obstruction likely secondary to large ventral abdominal wall hernia.¿ (B)(6) 2017: ¿has intermittent, sharp 5/10 diffuse abdominal pain for last 48 hours. Vomiting green fluid. Passing gas, having bowel movements. Not able to tolerate oral intake over 24 hours. Exam: abdominal soft, no distension, no tenderness, well healed surgical incision. CT shows air and fluid in hernia sac, does not contain bowel.¿ (B)(6) 2017: ¿reports nauseas with vomiting every time eat or drink. Last bowel movement yesterday, had 7 loose bowel movements, passing flatus. Abdomen non-painful, getting more distended. Exam: abdomen distended, soft, non-tender. Assessment: found to have ileus with seroma versus incarcerated hernia.¿ (B)(6) 2017: fluoroscopy: ¿persistent gastric distention, abnormal distention of loops of proximal small bowel. Compatible with small bowel obstruction.¿ (B)(6) 2017: ¿feels better with nasogastric tube decompression. Abdomen obese, mildly distended, laparoscopic surgical incision sites intact, mild ecchymosis. Mild swelling at recent hernia repair site, wearing abdominal binder. Small bowel fluoroscopic series reviewed, evidence of mid small bowel obstruction. Options discussed, given early postoperative obstructive symptoms and lack of urgent findings, recommend non-operative management.¿ (B)(6) 2017: ¿states abdomen feels better, ambulating, passing small amounts of flatus. No bowel movements.¿ (B)(6) 2017: ¿passed multiple stools yesterday. Seen after nasogastric tube clamped for several hours, reasonably comfortable, denies nausea. Nasogastric tube back to suction for 5 minutes, minimal output. Nasogastric tube removed.¿ (B)(6) 2017: ¿tolerating ice chips, bowel movements x 2. Exam: abdomen mild-moderately distended; mildly tender; incision/steri strips intact. Assessment: admitted for abdominal discomfort, resolving ileus.¿ (B)(6) 2017: ¿tolerated nasogastric tube out, passed multiple stools, no nausea, abdomen softer, laparoscopic incisions intact no problems seen, abdominal binder on, positive bowel sounds. Continue tpn [total parenteral nutrition] at decreased rate, clear liquids diet, stop IV pain medication.¿ (B)(6) 2017: ¿worsened today with nausea, emesis, mildly increased abdominal tenderness, leukocytosis noted. Made npo [nothing by mouth], continue tpn.¿ (B)(6) 2017: x-ray abdomen: ¿stable small bowel obstruction. Free air not definitely identified, subtly suggested in upper abdomen.¿ (B)(6) 2017: ¿no nausea/emesis today, passed stool/flatus. Abdomen soft, minimal tenderness, abdominal binder used. Continue bowel rest except sips of water and ice chips.¿ (B)(6) 2017: x-ray abdomen: ¿small bowel obstruction.¿ (B)(6) 2017: ¿abdomen more distended, mild generalized tenderness. Recommended insertion of nasogastric tube for decompression. Possible surgery in few days if small bowel obstruction not improved.¿ (B)(6) 2017: ¿complains abdomen feeling tight on left side. Exam: abdomen moderately distended; mildly tender to palpation. Nasogastric tube ¿ 900cc light brown fluid. Bowel movement x 1. C-diff negative.¿ (B)(6) 2017: ¿distended, mild generalized abdominal tenderness, positive bowel sounds. Continue bowel rest, nasogastric tube low intermittent suction, bowel obstruction not improving, possible surgery this week.¿ (B)(6) 2017: ¿increase abdominal distension and hypotension. Reports passing small stool. Abdomen very distended, rounded. Large amount of nasogastric tube output. Give normal saline 1000 ml bolus. Recommend nasogastric decompression, bowel rest, normal saline IV fluid in addition to tpn [total parenteral nutrition]. Probable need for exploratory laparotomy today. Possible bowel resection, bowel stoma. May need transfer to ICU if not improved.¿ (B)(6) 2017: ¿abdomen distended, area around old incision with erythema and swelling. Assessment: septic shock, free air and bowel obstruction, surgery today.¿ (B)(6) 2017: ¿recurrent incisional hernia with incarceration, septic shock, acute diverticulitis, ventral hernia, nausea, vomiting, intraperitoneal adhesions, small bowel obstruction.¿ (B)(6) 2017: ¿this is a very pleasant 50-year-old male with hx of dvt, obesity, and multiple ventral hernia repair, now status post laparoscopic ventral hernia repair with mesh on (B)(6) 2017, now presenting to the hospital with diffuse abdominal pain for 48 hours. The patient was admitted for nonsurgical management; however, the patient became more septic and had increased abdominal pain on hospital day #11. We recommended the patient to undergo exploratory laparotomy for possible explantation of the mesh due to sepsis.¿ explant #6 [questionable] and explant #8 procedure: exploratory laparotomy, removal of mesh. Lysis of small bowel adhesion. Repair of multiple small bowel serosal tears. Abthera wound vac placement. Explant #6 [questionable] and explant #8 date: (B)(6) 2017 [hospitalization dates (B)(6) 2017] ¿upper midline incision from mid epigastric area to tight above the umbilicus was made using a #10 blade. The subcutaneous tissue was dissected down to the fascia with electrocautery. The fascia was excised carefully in its entire length of the incision. We immediately noticed some foul-smelling fluid and distended hernia sac. The hernia sac appeared to be necrotic in nature. With exploration of the wound, it appeared to have 3 separate hernia sacs. The largest one was located in the midline measuring approximately 6 cm, and 2 smaller ones, 1 superior to the larger defect and 1 was inferior and left to the larger defect. We entered the hernia sac sharply using metzenbaum scissors. There was foul-smelling, murky fluid contained within the hernia sac. There was no bowel involved. We did see exposed mesh through the hernia defect. We then dissected along the hernia sac to the healthy fascia and the hernia sac was excised completely and sent for pathology. The other 2 smaller hernia sacs were excised with similar fashion. Due to the exposed mesh, decision was made to perform explantation of the mesh. We further opened up the fascia in its length to expose the mesh. The preciously [sic] placed biomaterial mesh was elevated using hemostats and was incised using metzenbaum scissors. We were able to place a finger below the mesh. We ensured that there was no bowel below, and the mesh was divided in the midline along the full incision length. We also divided the previously placed gore-tex mesh inferior to the mesh that was placed by us on (B)(6) 2017. We then dissected above and below the mesh with a combination of blunt dissection as well as electrocautery and metzenbaum scissors. After dissection was performed to the lateral edge of the mesh, the mesh was excised completely. Both meshes were removed using similar fashion. After completely removing the mesh, we delivered the small bowel out of the abdomen. We started running the small bowel proximally from the ligament of treitz all the way to the distal end of the ileocecal valve. There appeared to be markedly dilated small bowel proximally. There were at least 3 locations of dense adhesions to the omentum. The most proximal adhesion appeared to be located in the proximal ileum. It was adhered to the base of the mesentery. This appeared to be the site of transition point. It was divided sharply using metzenbaum scissors. We then milked the small bowel contents back to the stomach. A total of 4 l of thick, foul-smelling bilious fluid was removed from the ng tube with this maneuver. During running the bowel, we observed 4 sites of serosal tear. Three of the serosal tears were repaired with 3-0 silk lembert stitch in transverse fashion. There was a longer serosal tear in the mid jejunum which was repaired in longitudinal fashion. In the terminal ileum, there were 2 areas of adhered tissue on the serosa which were removed sharply using metzenbaum scissors. The ascending colon and the descending colon as well as the sigmoid colon were palpated and inspected visually. There was no perforation or stool observed. We then performed an extensive irrigation of the abdomen using 10 l of warm saline. Hemostasis was checked and excellent result was obtained. Due to patient¿s hemodynamics as well as distended small bowel, we did not think that the patient could be closed primarily at this time. Decision was made to place ab-thera wound vac over the abdomen. Excellent seal was obtained with ab-thera wound vac. The patient was then undraped and moved to ICU bed and transferred to ICU for further care and stabilization.¿ (B)(6) 2017: pathology: ¿foreign body, mesh. Gross: a. Received in formalin labeled ¿hernia sac¿ are multiple fragments of brown-purple to yellow, necrotic, irregular portions of soft tissue aggregating to 16.5 x 13.7 x 5.0 cm. Sectioning reveals multiple blue nylon sutures. There are multiple thickened, gray-white to brown-purple, necrotic focal areas. Multiple representative sections are submitted in cassettes a1 and a2. B. Received in formalin labeled ¿mesh¿ are two large portions of tan-brown synthetic material aggregating to 21.2 x 22.4 x 1.2 cm. There are multiple blue nylon sutures present. There are multiple rings of metallic coils. No soft tissue is identified with the specimen (gross only).¿ (B)(6) 2017: ¿intubated. Trouble with sedating last night due to drops in blood pressure. Febrile this morning to 103 and 102, afebrile now. Going up on pressors, urine output getting better. Echo in process. Assessment: 1-day status post procedure. Found to have necrotizing soft tissue infection around mesh.¿ (B)(6) 2017: ¿abdomen ¿vac¿ in place, tenderness on left. Assessment: septic shock secondary to abdominal infection with small bowel obstruction and removal of mesh. Multiple small bowel injuries. Plan to have relook surgery in 1-2 days. Gram stain from surgical specimen is polymicrobic.¿ (B)(6) 2017: second-look laparotomy, transverse colectomy, omentectomy, and reapplication of abthera wound vac (B)(6) 2017: exploratory laparotomy. Colocolonic anastomosis. Ventral hernia repair with 20 x 25 cm strattice mesh. Mobilization of splenic and hepatic flexures. Incisional wound vac placement. (B)(6) 2017: CT peritoneal abscess drainage. (B)(6) 2017: ¿hospital course: taken to or (B)(6) 2017 for exploratory laparotomy, removal of mesh, lysis of small bowel adhesion, repair of multiple small bowel serosal tares, application of ab thera wound vac. Infectious disease consulted elevated white blood cells 23.5 on (B)(6) 2017. Taken back to or for second-look laparotomy, transverse colectomy, omentectomy and reapplication of ab thera wound vac (B)(6) 2017. Went back to or (B)(6) 2017 for exploratory laparotomy, colocolonic anastomosis, ventral hernia repair with strattice biologic implant, mobilization of splenic and hepatic flexures and wound vac placement. Extubated on (B)(6) 2017. CT ordered revealed large non-dependent fluid collection across anterior abdomen and upper pelvis. Ir [interventional radiology] drained fluid collection (B)(6) 2017, no obvious infection found. Exam: abdominal: no distension, no mass, no tenderness. Wound vac in place, good suction.¿ conclusion implant #6 gore® dualmesh® plus biomaterial. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Based upon the information received, status of the device is unable to be confirmed and therefore not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04422588 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (1695, 1994) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span november 15, 2000 through february 27, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial and gore® synecor intraperitoneal biomaterial. Records for (B)(6) 2001 ¿mesh repair¿ were not provided. Records from 2012 ¿mesh laparoscopically¿ were not provided. Patient information: medical history: obesity (B)(6) 2004: 252 lbs.; bmi 32.4, (B)(6) 2005: 250 lbs.; bmi 32.1, (B)(6) 2011: ¿morbid obesity¿ (B)(6) 2015: 270 lbs.; bmi 35, (B)(6) 2016: 278 lbs.; bmi 41, (B)(6) 2017: 288 lbs.; bmi 42.5, (B)(6) 2017: 295 lbs.; bmi 43.6 , smoker: (B)(6) 2005: ¿smokes cigarettes, coughing¿ , (B)(6) 2015: ¿current every day smoker; 0.10 packs a day for 15 years, one cigar per day.¿ (B)(6) 2016: ¿quit smoking¿ (B)(6) 2017: ¿current every day smoker¿ diverticulitis, chronic cough, diabetes mellitus. Surgical procedures: (B)(6) 2000: ventral herniorrhaphy with marlex mesh, (B)(6) 2001: ¿mesh repair¿ [records not provided] ,(B)(6) 2001: repair of ventral hernia, (B)(6) 2003: two-layer underlayment incisional hernia repair with marlex mesh, (B)(6) 2004: pro-lite mesh tension-free incisional hernia repair, (B)(6) 2005: underlayment two-layer incisional recurrent hernia repair with bard mesh, (B)(6) 2007: lap ventral hernia repair with mesh, lysis of adhesions. Implant: gore® dualmesh® plus biomaterial. 2012: ¿mesh laparoscopically¿ [records not provided] (B)(6) 2017: laparoscopic ventral hernia repair with mesh, lysis of severe intraperitoneal adhesions. Implant: gore® synecor intraperitoneal biomaterial.. (B)(6) 2017: exploratory laparotomy, removal of mesh. Lysis of small bowel adhesion. Repair of multiple small bowel serosal tears. Abthera wound vac placement. Relevant medical information: (B)(6) 2000: implant #1: ventral herniorrhaphies with marlex mesh repair ¿all six multiple defects were in a 2 x 4 area of the ventral surface of the anterior abdominal fascia. They were all in a supraumbilical area above the umbilicus. The defects were closed with this interrupted 0 ethibond without difficulty and the onlay mesh was placed and tacked down in all quadrants over the defects.¿ (B)(6) 2001: implant #2: procedure/mesh product unknown records for (B)(6) 2001 ¿mesh repair¿ not provided. (B)(6) 2001: repair of ventral hernia history. ¿patient has had numerous ventral hernia repairs in the past and now presents with the same problem. The patient had recently undergone a mesh repair last in (B)(6)2001.¿ procedure. ¿a vertical incision was made just above the umbilicus extending approximately 6 to 7 cm. Subcutaneous tissues were dissected down to the rectus fascia. Hemostasis was controlled using electrocautery. Two small hernias approximately 1 to 1.5 cm. In diameter were noticed. The hernia and tissue surrounding these defects were dissected free of the fascia and reduced. Kocher clamps were used to stitch of nurolon. The second larger defect was repaired using the same 0 nurolon in a running fashion. Three figure-of-eight interrupted stitches were used for additional support and strength.¿ (B)(6) 2003: implant #3: two-layer underlayment incisional hernia repair with marlex mesh indications. ¿this is a relatively healthy 37-year-old with one previous attempt at repairing an incisional hernia at another institution who now presents for re-repair of a recurrence.¿ ¿the incision was then made and deepened through the copious subcutaneous tissue with scar to the substance of the hernia sac. It was noted to contain incarcerated omentum and the sac was excised, the omentum reduced and a 5 cm defect uncovered. By inserting the finger into the defect, two other small hernias, 1.0 ¿ 1.5 cm in size, were diagnosed, one above and one below the main defect. The incision was then extended to the right of the umbilicus and these defects were exposed by dissecting away the scar with sharp dissection. Hemostasis was achieved with suture ligatures of 3-0 vicryl. The defects were then combined with the larger defect by incising the fascial bridge and a 1 x 3 inch marlex mesh patch sewn to the undersurface of the defect above the omentum to prevent contact with the bowel using a running horizontal mattress 3-0 prolene suture 1.5 cm from the edge of the defect for the first layer and the second layer attaching the defect edge directly to the mesh. ¿ (B)(6) 2004: implant #4: pro-lite mesh tension-free incisional hernia repair ¿¿the 3 cm mass to the right of the midline incision was identified. The area was then injected with a field block using injectional technique and marcaine whereupon the old midline incision was remade and deepened through the subcutaneous tissue and scar to the substance of the hernia sac. This was separated from the surrounding attachments with sharp dissection and reduced into a 2 cm defect. The defect was repaired with a subfascial 5 x 5 cm prolite mesh patch sewn to the undersurface of the fascia in two layers, the first layer being a running horizontal mattress suture 1.5 cm from the edge of the defect, the second layer attaching the edge of the defect to the mesh directly. Both layers were 3-0 prolene sutures in running fashion and the procedure was terminated¿¿ (B)(6) 2005: implant #5: underlayment two-layer incisional recurrent hernia repair [product identification not provided] ¿¿a field block was applied injectionally to the 5 cm supraumbilical healing scar, which was then excised and the incision deepened through the copious subcutaneous tissue to the substance of the hernia sac, which was found to be emanating from the midline of the previous hernia repair just above the mesh patch. The defect was one-third of an inch in size . It was separated from the surrounding subcutaneous tissue. The sac was excised, and the omentum was reduced. The one-quarter inch incision was then made caudally in the mesh and a one-half inch incision in the superior fascia to allow the insertion of the operator¿s index finger to assure the absence of other occult defects. None were found, so the repair was effected [sic] with a 2 x 2 mesh patch suturing it to the undersurface of the fascia above the omentum to prevent contact with the bowel. The first layer was an interrupted, horizontal, 3-0 prolene suture 2.5 cm from the edge of the defect and then the defect was closed vertically in the midline attaching the edges of the defect and the fascia with a through-and -through running 2-layer 3-0 prolene suture technique. ¿ implant #6 preoperative complaints: (B)(6) 2007: ¿has had 6 hernia repairs. Dr. [Illegible] did 3/ dr. [Illegible] did 3 with mesh. Large lump above umbilicus x 1 year, hurts when coughs.¿ ¿abdomen protuberant and well healed cicatrix in upper midline that is keloid with obvious bulge at area. Probably does have some diastasis recti. Area tender, not completely reducible.¿ implant #6 procedure: laparoscopic ventral hernia repair with mesh, lysis of adhesions (45 minutes). [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/04422588, 20 cm x 30 cm x 1 mm thick] implant #6 date: (B)(6) 2007 description of hernia being treated: ¿a 10mm incision was made in the patient¿s right upper quadrant, approximately mid-axillary line. A direct visualization port and laparoscope were used to enter the abdomen. Pneumoperitoneum with 15 mmhg was then created with carbon dioxide gas. After adequate insufflation, three 5 mm ports were placed, 2 in the patient¿s left flank on the anterior axillary line, the third in the patient¿s right lower quadrant on the anterior axillary line. Herniated omentum was reduced with a combination of blunt and harmonic dissection. This took approximately 45 minutes to lyse these adhesions. ¿ implant size and fixation: ¿after reduction, a gore-tex dualmesh plus mesh was chosen, its size fashioned to 20 cm x 19 cm. Four gore-tex stay sutures were placed in each corner. The mesh was placed into the abdomen. The 4 corners were tacked in a transfascial manner. An endo tacker was used to secure the mesh to the anterior abdominal wall circumferentially. There were 2 circumferential staple lines. The pneumoperitoneum was allowed to escape. The fascia of the 10 mm right upper quadrant port was closed with figure-of-eight 0 vicryl. Each skin incision was closed with subcuticular 4-0 monocryl suture. Steri-strips were then placed.¿ records from february 14, 2007 through march 20, 2011 were not provided. Relevant medical information: (B)(6) 2011: ¿states a lot of abdominal pain when he coughs.¿ (B)(6) 2011: ¿positive ventral hernia¿¿ (B)(6) 2011: ¿chest congestion, cough x 3 days. Impression: upper respiratory infection, cough, ventral hernia, morbid obesity .¿ 2012: implant #7: procedure/mesh product unknown records from 2012 ¿mesh laparoscopically¿ were not provided. (B)(6) 2012: CT abdomen/pelvis [a/p] ¿large ventral hernia containing fat.¿ (B)(6) 2012: ¿CT shows recurrent hernia with fat only, no intestine. Asked him to lose 50 lbs. And see me again for hernia repair.¿ (B)(6) 2013: ¿follow-up ventral hernia. Exam: abdomen obese, ventral hernia.¿ (B)(6) 2015: ¿... 5 cm right lateral abdominal bulge and 4 cm left lateral abdominal bulge consistent with recurrent hernia. Discussed weight loss and smoking cessation before considering surgical procedure.¿ (B)(6) 2015: CT a/p: ¿midline anterior abdominal wall hernia containing fat, opacified colon. Mouth of hernia is 6.8cm on axial plane . Second hernia mouth superior to larger opening containing fat, 18 mm in width.¿ (B)(6) 2016: ¿follow-up ventral hernia, will go for surgery.¿ (B)(6) 2016: ¿follow-up umbilical hernia. Gradual onset, moderate bilateral upper quadrant abdominal pain, dull, non-radiating. Assessment: ventral hernia worsening.¿ implant #8 preoperative complaints: (B)(6) 2017: emergency room: ¿states has 8 hernias in abdomen.¿ ¿tenderness right lower quadrant. Guarding and tenderness at mcburney¿s point. Hernia in ventral area.¿ (B)(6) 2017: CT a/p ¿ventral abdominal hernia seen through opening of mesh and through linea alba. Hernia contains large bowel, small bowel, and intra-abdominal fat.¿ (B)(6) 2017: ¿multiple incisional hernia repairs, current recurrence noted x 3 years, last surgery 2012 with mesh laparoscopically by dr.(B)(6), still on oral antibiotic treatment.¿ (B)(6) 2017: ¿assessment: abdominal pain, acute diverticulitis from twisting of colon.¿ (B)(6) 2017: ¿last surgery 2012, mesh placed laparoscopically by dr. (B)(6). Tenderness in epigastric area. Broad upper midline incision scar. Area of recurrent incisional incarcerated hernia sac.¿ (B)(6) 2017: ¿the patient is a 50-year-old gentleman who had multiple incisional hernia repairs and recurrence. The last recurrence happened approximately 3 years ago. The last surgery was done in 2012, laparoscopically by dr.(B)(6) at (B)(6) hospital. His most recent CT scan showed transverse colon and the omentum as hernia sac incarcerated content. The decision was made to have his recurrent incarcerated incisional ventral hernia fixed laparoscopically. Possible open hernia repair if needed.¿ implant #8 procedure: laparoscopic ventral hernia repair with mesh. Lysis of severe intraperitoneal adhesions. [Implant: gore® synecor intraperitoneal biomaterial, gkfv1520/15625679, 15 cm x 20 cm, oval] implant #8 date: (B)(6) , 2017 [hospitalized (B)(6) 2017] description of hernia being treated: ¿due to the patient¿s medical previous surgery, the left upper quadrant was chosen as entry site with the optiview technique. A 5 mm skin incision was made and a trocar was placed under direct visualization. The abdomen was entered successfully and pneumoperitoneum was established successfully. There were extensive adhesions at the midline in the right and left upper quadrants. A 5 mm trocar was placed into the left lower quadrant, which gave a more clear view of the abdomen. The abdomen was fully examined of all possible injury upon the entry of abdomen. There were none. Another two 5 mm trocars, were placed on the right lateral side along the anterior axillary line. Both blunt dissection and harmonic instruments were used to release adhesions from the anterior abdominal wall. Lysis of the severe intraperitoneal adhesions of small and large bowel and abdominal wall and omentum took about 90 minutes to accomplish. The adhesions were very severe and extensive to anterior abdomen and hernia site with blood supply in adhesions. Clearly ventral hernia could be visualized, which was superior to the previous mesh placement. The mesh is still intact and spiral metal tacks still visible, which was peritonealized. The hernia sac content was carefully isolated from the surrounding tissue with either blunt dissection or harmonic instrument. The hernia sac content was reduced gradually after dissection from either left or right side after couple position changes with laparoscopic camera. The hernia contents were gradually reduced safely without any bowel injury noted. Separated portion of omentum removed from hernia sac and removed with surgical specimen bag via the 12 mm trocar site. The portion of omentum was sent to pathology. The hernia defect looked like it was about approximately 6 cm in diameter.¿ implant size and fixation: ¿a decision was made to place a 15 x 20 cm gore synecor biomaterial mesh. The mesh was introduced into abdomen via the 12 mm trocar. Next, the center point was chosen at the hernia site . Carter-thomason suture passer was introduced into abdomen in the center of the hernia defect and the preciously [sic] placed 0 vicryl suture was brought up to suspend the center of the mesh. The mesh was positioned to cover anterior abdominal wall appropriately after the suture lifted the mesh up with the long axis of the mesh in a cranio-caudal orientation. Ethicon secure strap fixation device was introduced to secure the mesh circumferentially with multiple tacks placed to secure the mesh to the anterior abdominal wall. Position was flat and covered the hernia appropriately with good underlay. Securing vicryl stitch was cut at the skin level. At this point the abdomen was fully examined and excellent hemostasis was visualized. The 12 mm port site fascia was closed with 0 vicryl sutures x 2 placed with the carter-thomason suture passer. Pneumoperitoneum was released and the trocars were removed under direct visualization. The skin incisions were closed with 4-0 monocryl plus suture in an interrupted subcuticular fashion.¿ (B)(6) 2017: pathology. ¿dx: omentum, herniorrhaphy of recurrent incarcerated hernia-benign mesothelial cell-lined fibrovascular and mature adipose tissue with acute hemorrhage and focal scar. Negative for malignancy.¿ (B)(6) 2017: discharge summary. ¿post op day 1, adequate pain control, tolerating diet, passing flatus, discharged home.¿ explant #6 [questionable] and explant #8 preoperative complaints: (B)(6) 2017: emergency room. Nausea, vomiting, diarrhea, post-op problem (hernia repair (B)(6) 2017). Abdominal pain past 2 days associated nausea, vomiting. Been able to have bowel movement. Not able to tolerate oral intake. Exam: appears ill, distressed, tachycardia present, bowel sounds normal, generalized abdominal tenderness, is diaphoretic. CT abdomen/pelvis ordered. Admitted to surgery. Diagnosis: recurrent incisional hernia with incarceration, small bowel obstruction. (B)(6) 2017: x-ray abdomen: ¿free air beneath both hemidiaphragms consistent with bowel perforation in absence of recent surgery. Dilated small bowel loops with internal air-fluid levels.¿ (B)(6) 2017: CT a/p: ¿mechanical small bowel obstruction likely secondary to large ventral abdominal wall hernia.¿ (B)(6) 2017: ¿has intermittent, sharp 5/10 diffuse abdominal pain for last 48 hours. Vomiting green fluid. Passing gas, having bowel movements. Not able to tolerate oral intake over 24 hours. Exam: abdominal soft, no distension, no tenderness, well healed surgical incision. CT shows air and fluid in hernia sac, does not contain bowel.¿ (B)(6) 2017: ¿reports nauseas with vomiting every time eat or drink. Last bowel movement yesterday, had 7 loose bowel movements, passing flatus. Abdomen non-painful, getting more distended. Exam: abdomen distended, soft, non-tender. Assessment: found to have ileus with seroma versus incarcerated hernia. ¿ (B)(6) 2017: fluoroscopy: ¿persistent gastric distention, abnormal distention of loops of proximal small bowel. Compatible with small bowel obstruction.¿ (B)(6) 2017: ¿feels better with nasogastric tube decompression. Abdomen obese, mildly distended, laparoscopic surgical incision sites intact, mild ecchymosis. Mild swelling at recent hernia repair site, wearing abdominal binder. Small bowel fluoroscopic series reviewed, evidence of mid small bowel obstruction. Options discussed, given early postoperative obstructive symptoms and lack of urgent findings, recommend non-operative management. ¿ (B)(6) 2017: ¿states abdomen feels better, ambulating, passing small amounts of flatus. No bowel movements.¿ (B)(6) 2017: ¿passed multiple stools yesterday. Seen after nasogastric tube clamped for several hours, reasonably comfortable, denies nausea. Nasogastric tube back to suction for 5 minutes, minimal output. Nasogastric tube removed.¿ (B)(6) 2017: ¿tolerating ice chips, bowel movements x 2. Exam: abdomen mild-moderately distended; mildly tender; incision/steri strips intact. Assessment: admitted for abdominal discomfort, resolving ileus.¿ (B)(6) 2017: ¿tolerated nasogastric tube out, passed multiple stools, no nausea, abdomen softer, laparoscopic incisions intact no problems seen, abdominal binder on, positive bowel sounds. Continue tpn [total parenteral nutrition] at decreased rate, clear liquids diet, stop IV pain medication.¿ (B)(6) 2017: ¿worsened today with nausea, emesis, mildly increased abdominal tenderness, leukocytosis noted. Made npo [nothing by mouth], continue tpn.¿ (B)(6) 2017: x-ray abdomen: ¿stable small bowel obstruction. Free air not definitely identified, subtly suggested in upper abdomen.¿ (B)(6) 2017: ¿no nausea/emesis today, passed stool/flatus. Abdomen soft, minimal tenderness, abdominal binder used. Continue bowel rest except sips of water and ice chips.¿ (B)(6) 2017: x-ray abdomen: ¿small bowel obstruction.¿ (B)(6) 2017: ¿abdomen more distended, mild generalized tenderness. Recommended insertion of nasogastric tube for decompression. Possible surgery in few days if small bowel obstruction not improved. ¿ (B)(6) 2017: ¿complains abdomen feeling tight on left side. Exam: abdomen moderately distended; mildly tender to palpation. Nasogastric tube ¿ 900cc light brown fluid. Bowel movement x 1. C-diff negative.¿ (B)(6) 2017: ¿distended, mild generalized abdominal tenderness, positive bowel sounds. Continue bowel rest, nasogastric tube low intermittent suction, bowel obstruction not improving, possible surgery this week.¿ (B)(6) 2017: ¿increase abdominal distension and hypotension. Reports passing small stool. Abdomen very distended, rounded. Large amount of nasogastric tube output. Give normal saline 1000 ml bolus. Recommend nasogastric decompression, bowel rest, normal saline IV fluid in addition to tpn [total parenteral nutrition]. Probable need for exploratory laparotomy today. Possible bowel resection, bowel stoma. May need transfer to ICU if not improved.¿ (B)(6) 2017: ¿abdomen distended, area around old incision with erythema and swelling. Assessment: septic shock, free air and bowel obstruction, surgery today.¿ (B)(6) 2017: ¿recurrent incisional hernia with incarceration, septic shock, acute diverticulitis, ventral hernia, nausea, vomiting, intraperitoneal adhesions, small bowel obstruction .¿ (B)(6) 2017: ¿this is a very pleasant 50-year-old male with hx of dvt, obesity, and multiple ventral hernia repair, now status post laparoscopic ventral hernia repair with mesh on (B)(6) 2017 now presenting to the hospital with diffuse abdominal pain for 48 hours. The patient was admitted for nonsurgical management; however, the patient became more septic and had increased abdominal pain on hospital day #11. We recommended the patient to undergo exploratory laparotomy for possible explantation of the mesh due to sepsis.¿ explant #6 [questionable] and explant #8 procedure: exploratory laparotomy, removal of mesh. Lysis of small bowel adhesion. Repair of multiple small bowel serosal tears. Abthera wound vac placement. Explant #6 [questionable] and explant #8 date: (B)(6) 2017 [hospitalization dates (B)(6) 2017] ¿upper midline incision from mid epigastric area to tight [sic] above the umbilicus was made using a #10 blade. The subcutaneous tissue was dissected down to the fascia with electrocautery. The fascia was excised carefully in its entire length of the incision. We immediately noticed some foul-smelling fluid and distended hernia sac. The hernia sac appeared to be necrotic in nature. With exploration of the wound, it appeared to have 3 separate hernia sacs. The largest one was located in the midline measuring approximately 6 cm, and 2 smaller ones, 1 superior to the larger defect and 1 was inferior and left to the larger defect. We entered the hernia sac sharply using metzenbaum scissors. There was foul-smelling, murky fluid contained within the hernia sac. There was no bowel involved. We did see exposed mesh through the hernia defect. We then dissected along the hernia sac to the healthy fascia and the hernia sac was excised completely and sent for pathology. The other 2 smaller hernia sacs were excised with similar fashion. Due to the exposed mesh, decision was made to perform explantation of the mesh. We further opened up the fascia in its length to expose the mesh. The preciously [sic] placed biomaterial mesh was elevated using hemostats and was incised using metzenbaum scissors. We were able to place a finger below the mesh . We ensured that there was no bowel below, and the mesh was divided in the midline along the full incision length. We also divided the previously placed gore-tex mesh inferior to the mesh that was placed by us on (B)(6) 2017 . We then dissected above and below the mesh with a combination of blunt dissection as well as electrocautery and metzenbaum scissors. After dissection was performed to the lateral edge of the mesh, the mesh was excised completely. Both meshes were removed using similar fashion . After completely removing the mesh, we delivered the small bowel out of the abdomen. We started running the small bowel proximally from the ligament of treitz all the way to the distal end of the ileocecal valve. There appeared to be markedly dilated small bowel proximally. There were at least 3 locations of dense adhesions to the omentum. The most proximal adhesion appeared to be located in the proximal ileum. It was adhered to the base of the mesentery. This appeared to be the site of transition point . It was divided sharply using metzenbaum scissors. We then milked the small bowel contents back to the stomach. A total of 4 l of thick, foul-smelling bilious fluid was removed from the ng tube with this maneuver. During running the bowel, we observed 4 sites of serosal tear. Three of the serosal tears were repaired with 3-0 silk lembert stitch in transverse fashion. There was a longer serosal tear in the mid jejunum which was repaired in longitudinal fashion. In the terminal ileum, there were 2 areas of adhered tissue on the serosa which were removed sharply using metzenbaum scissors. The ascending colon and the descending colon as well as the sigmoid colon were palpated and inspected visually. There was no perforation or stool observed. We then performed an extensive irrigation of the abdomen using 10 l of warm saline. Hemostasis was checked and excellent result was obtained. Due to patient¿s hemodynamics as well as distended small bowel, we did not think that the patient could be closed primarily at this time. Decision was made to place ab-thera wound vac over the abdomen. Excellent seal was obtained with ab-thera wound vac. The patient was then undraped and moved to ICU bed and transferred to ICU for further care and stabilization .¿ (B)(6) 2017: pathology: ¿foreign body, mesh. Gross: a. Received in formalin labeled ¿hernia sac¿ are multiple fragments of brown-purple to yellow, necrotic, irregular portions of soft tissue aggregating to 16.5 x 13.7 x 5.0 cm. Sectioning reveals multiple blue nylon sutures. There are multiple thickened, gray-white to brown-purple, necrotic focal areas. Multiple representative sections are submitted in cassettes a1 and a2. B. Received in formalin labeled ¿mesh¿ are two large portions of tan-brown synthetic material aggregating to 21.2 x 22.4 x 1.2 cm. There are multiple blue nylon sutures present. There are multiple rings of metallic coils. No soft tissue is identified with the specimen (gross only). ¿ (B)(6) 2017: ¿intubated. Trouble with sedating last night due to drops in blood pressure. Febrile this morning to 103 and 102, afebrile now. Going up on pressors, urine output getting better. Echo in process. Assessment: 1-day status post procedure. Found to have necrotizing soft tissue infection around mesh.¿ (B)(6) 2017 ¿abdomen ¿vac¿ in place, tenderness on left. Assessment: septic shock secondary to abdominal infection with small bowel obstruction and removal of mesh. Multiple small bowel injuries. Plan to have relook surgery in 1-2 days. Gram stain from surgical specimen is polymicrobic.¿ (B)(6) 2017: second-look laparotomy, transverse colectomy, omentectomy, and reapplication of abthera wound vac (B)(6) 2017: exploratory laparotomy. Colocolonic anastomosis. Ventral hernia repair with 20 x 25 cm strattice mesh. Mobilization of splenic and hepatic flexures. Incisional wound vac placement. (B)(6) 2017: CT peritoneal abscess drainage. (B)(6) 2017: discharge. ¿hospital course: taken to or (B)(6) 2017 for exploratory laparotomy, removal of mesh, lysis of small bowel adhesion, repair of multiple small bowel serosal tares, application of ab thera wound vac. Infectious disease consulted elevated white blood cells 23.5 on (B)(6) 2017. Taken back to or for second-look laparotomy, transverse colectomy, omentectomy and reapplication of ab thera wound vac (B)(6) 2017. Went back to or (B)(6) 2017 for exploratory laparotomy, colocolonic anastomosis, ventral hernia repair with strattice biologic implant, mobilization of splenic and hepatic flexures and wound vac placement. Extubated on (B)(6) 2017. CT ordered revealed large non-dependent fluid collection across anterior abdomen and upper pelvis. Ir [interventional radiology] drained fluid collection (B)(6) 2017, no obvious infection found. Exam: abdominal: no distension, no mass, no tenderness. Wound vac in place, good suction.¿ conclusion implant #6 gore® dualmesh® plus biomaterial . It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Based upon the information received, status of the device is unable to be confirmed and therefore not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04422588 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6) medical management, inc. [Signature illegible]. Office notes. Follow up ventral hernia. States a lot of abdominal pain when he coughs. Plan: follow up 3 months. On (B)(6) 2011:(B)(6) practice. [Signature illegible]. Office notes. Follow up chronic abdominal pain, ventral hernia. Weight 275. Positive ventral hernia, varicose veins. Vicodin prescription. Follow up 3 months. On (B)(6) 2011: (B)(6) practice. [Signature illegible]. Office notes. Chest congestion, cough x 3 days. Impression: upper respiratory infection, cough, ventral hernia, morbid obesity. Plan: refer to melissa richardson. On (B)(6) 2012: (B)(6) imaging center. (B)(6), do. Radiology ¿ CT abdomen/pelvis. Large ventral hernia containing fat. Impression: ventral hernia. On (B)(6) 2012: (B)(6) center. (B)(6), do. Procedure report. Colonoscopy. Impression: polyp in descending colon, diverticulosis in sigmoid colon, non-bleeding internal hemorrhoids. On (B)(6) 2012: (B)(6) physicians. (B)(6), do. Office notes. Follow up colon polyps. Initial presentation 3 weeks ago for rectal bleeding/hematochezia. Active problems: incisional hernia with obstruction. History of diarrhea, ventral hernia; 7 repairs. Social history: social drinker, smoking cigarettes. Weight 283 lbs., bmi 37.57. Impression/plan: pathology report/CT reviewed. Polyp was benign tubular adenoma; source of bleeding. CT shows recurrent hernia with fat only, no intestine. Asked him to lose 50 lbs. And see me again for hernia repair. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2000: (B)(6) medical center. Operative report. Preop dx: recurrent umbilical hernia. Procedure: ventral herniorrhaphies with marlex mesh repair. Postop dx: ventral hernias times six. Pathology: none. Counts: sponge count correct. Summary: ¿the patient was taken back to the or suite and placed in the supine position. General endotracheal anesthesia was administered. The area of the abdomen was prepped and draped in the usual sterile fashion. A supraumbilical incision over the old incision was made. Electrocautery was used to dissect down to the fascial plane. Blunt dissection was used to get around the umbilicus and electrocautery was used to dissect the umbilicus attachment to the anterior abdominal wall. It was dissected with electrocautery to free it from its attachment. Hemostasis was achieved with the use of electrocautery. Sharp dissection was used to score the fascia and free the margins of the surrounding defects. At this time three defects were noted. The fascia was then scored extensively around all three defects and noted a 4th defect. At this time the fascia around that defect was then scored and also noted was a 5th. Scoring was then again done and a 6th defect was noted. The defects were all contained in a 2 x 4 area which they were all closed with figure-of-eight interrupted 0 surgilon sutures. All defects were closed without difficulty. There was noted bleeding from the vessel that was pierced. Two clamps were placed across it. The vessel was cut and was ligated with 3-0 chromic suture. Electrocautery was used to maintain hemostasis. The onlay mesh was then cut and fit for size, and laid over the ventral hernia repair. The onlay mesh was anchored down with approximately 10 interrupted sutures, anchoring it to the fascia and all four corners, and in the middle of the corners, and at multiple other sites. The defects were closed. The closure seemed to be good, and the onlay mesh closure over top was flat without squared edges. They were rounded. At this point the umbilicus was reattached to the onlay mesh using 2-0 chromic figure-of-eight suture. The skin was closed with a 2-0 chromic subcutaneous suture, running, and the skin closed with 4-0 vicryl interrupted sutures subcuticularly. The patient was then washed and dried. Steri-strips were applied as was the dressing. He was awakened from general endotracheal anesthesia and transferred to the recovery room in stable condition. He had tolerated the procedure well. Gross pathology: gross pathology revealed multiple hernias, the biggest one approximately 2 x 2 cm, and the smallest one being 0.5 x 0.5 cm in size. All six multiple defects were in a 2 x 4 area of the ventral surface of the anterior abdominal fascia. They were all in a supraumbilical area above the umbilicus. The defects were closed with this interrupted 0 ethibond without difficulty and the onlay mesh was placed and tacked down in all quadrants over the defects.¿ records for ¿mesh repair¿ were not provided. (B)(6) 2001: (B)(6) medical center. Operative report. Pre/postop dx: ventral hernia. Procedure: repair of ventral hernia. Specimens: none. Complications: none. Drains: none. Sponges: count correct. Brief hx: ¿patient is a 35-year-old white male who presents with a bulge just above his umbilicus. Patient has had numerous ventral hernia repairs in the past and now presents with the same problem. The patient had recently undergone a mesh repair last in (B)(6) 2001. Procedure: after obtaining informed consent including benefits, risk and alternatives the patient was taken to the operating suite, placed in supine position. General anesthesia was induced and patient was prepped and draped in the usual sterile fashion. A vertical incision was made just above the umbilicus extending approximately 6 to 7 cm. Subcutaneous tissues were dissected down to the rectus fascia. Hemostasis was controlled using electrocautery. Two small hernias approximately 1 to 1.5 cm. In diameter were noticed. The hernia and tissue surrounding these defects were dissected free of the fascia and reduced. Kocher clamps were used to stitch of nurolon. The second larger defect was repaired using the same 0 nurolon in a running fashion. Three figure-of-eight interrupted stitches were used for additional support and strength. Subcutaneous fat layers were closed using 0 chromic and the skin was approximated using a running 4-0 vicryl in subcuticular manner. Steri-strips were applied. Sterile 4 x 4¿s placed over dressing. Patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿ (B)(6) 2003: (B)(6) medical center. Operative report. Preop dx: recurrent incisional hernia. Postop dx: recurrent incisional hernia (three). Operative procedure: two-layer underlayment incisional hernia repair with marlex mesh. Complications: none. Estimated blood loss: 102 cc. Indications for procedure: ¿this is a relatively healthy 37-year-old with one previous attempt at repairing an incisional hernia at another institution who now presents for re-repair of a recurrence. Description of procedure: brought to the operating room, placed on the operating table in the dorsal recumbent position. The area was shaved and prepped with betadine, draped in the usual manner, and after adequate levels of intravenous anesthesia a field block was applied to the supraumbilical scar carrying it to the right of the umbilicus. The incision was then made and deepened through the copious subcutaneous tissue with scar to the substance of the hernia sac. It was noted to contain incarcerated omentum and the sac was excised, the omentum reduced and a 5 cm defect uncovered. By inserting the finger into the defect, two other small hernias, 1.0 ¿ 1.5 cm in size, were diagnosed, one above and one below the main defect. The incision was then extended to the right of the umbilicus and these defects were exposed by dissecting away the scar with sharp dissection. Hemostasis was achieved with suture ligatures of 3-0 vicryl. The defects were then combined with the larger defect by incising the fascial bridge and a 1 x 3 inch marlex mesh patch sewn to the undersurface of the defect above the omentum to prevent contact with the bowel using a running horizontal mattress 3-0 prolene suture 1.5 cm from the edge of the defect for the first layer and the second layer attaching the defect edge directly to the mesh. The procedure was then terminated by reapproximating the subcutaneous tissue with a layered 3-0 vicryl and steri-strips closure, and he was returned after extubation to the outpatient department in good condition.¿ (B)(6) 2003: [facility not identified]. Implant sticker. Bard® mesh monofilament knitted polypropylene. (B)(6) 2003: (B)(6) medical center. Pathology. Source of specimen: umbilical hernia sac. Dx: umbilical hernia sac. (B)(6) 2005: (B)(6) regional medical center. Operative report. Pre/postop dx: recurrent incisional hernia repair. Procedure: underlayment two-layer incisional recurrent hernia repair. Complications: none. Estimated blood loss: 20 cc. Indications: ¿this is a relatively healthy, 38-year-old with multiple midline incisional hernias repaired in the past who now presents with a tiny recurrence at the superior end of the previous ¿mesh¿ insertion site. He was brought to the operating room and placed on the operating table in the dorsal recumbent position. He was shaved and prepped in the operating room with betadine scrub and paint, draped in the usual manner, and after adequate levels of intravenous sedation a field block was applied injectionally to the 5 cm supraumbilical healing scar, which was then excised and the incision deepened through the copious subcutaneous tissue to the substance of the hernia sac, which was found to be emanating from the midline of the previous hernia repair just above the mesh patch. The defect was one-third of an inch in size. It was separated from the surrounding subcutaneous tissue. The sac was excised, and the omentum was reduced. The one-quarter inch incision was then made caudally in the mesh and a one-half inch incision in the superior fascia to allow the insertion of the operator¿s index finger to assure the absence of other occult defects. None were found, so the repair was effected [sic] with a 2 x 2 mesh patch suturing it to the undersurface of the fascia above the omentum to prevent contact with the bowel. The first layer was an interrupted, horizontal, 3-0 prolene suture 2.5 cm from the edge of the defect and then the defect was closed vertically in the midline attaching the edges of the defect and the fascia with a through-and -through running 2-layer 3-0 prolene suture technique. The procedure was then terminated by re-approximating the subcutaneous tissue with a multiple layered running 3-0 vicryl suture, and after applying steri-strips to the skin he was returned to the recovery room in good condition having tolerated the procedure well.¿ (B)(6) 2005: [facility not identified]. Implant record. Bard® mesh monofilament knitted polypropylene. (B)(6) 2007: (B)(6) medical center. Operative report. Pre/postop dx: ventral hernia. Procedure performed: laparoscopic ventral hernia repair with mesh, lysis of adhesions (45 minutes). Drains: none. Counts: correct. Condition: stable. Findings: 15 x 15 cm incisional defect. Hx: ¿mr. (B)(6) is a 40-year-old male seen in outpatient consultation for recurrent ventral hernia. The patient had multiple repairs in the past. The technical aspects, risks and benefits of laparoscopic ventral herniorrhaphy were explained to the patient. All the patient¿s questions were answered. The patient elected to proceed. Description of operation: the patient was brought to the operating suite, placed in the supine position where general endotracheal anesthesia was administered by the anesthesia department. The abdomen was prepped with betadine and draped in the usual sterile fashion. A 10mm incision was made in the patient¿s right upper quadrant, approximately mid-axillary line. A direct visualization port and laparoscope were used to enter the abdomen. Pneumoperitoneum with 15 mmhg was then created with carbon dioxide gas. After adequate insufflation, three 5 mm ports were placed, 2 in the patient¿s left flank on the anterior axillary line, the third in the patient¿s right lower quadrant on the anterior axillary line. Herniated omentum was reduced with a combination of blunt and harmonic dissection. This took approximately 45 minutes to lyse these adhesions. After reduction, a gore-tex dualmesh plus mesh was chosen, its size fashioned to 20 cm x 19 cm. Four gore-tex stay sutures were placed in each corner. The mesh was placed into the abdomen. The 4 corners were tacked in a transfascial manner. An endo tacker was used to secure the mesh to the anterior abdominal wall circumferentially. There were 2 circumferential staple lines. The pneumoperitoneum was allowed to escape. The fascia of the 10 mm right upper quadrant port was closed with figure-of-eight 0 vicryl. Each skin incision was closed with subcuticular 4-0 monocryl suture. Steri-strips were then placed. All counts were correct. The patient tolerated the procedure well and was transferred to the post-anesthesia care unit in stable and satisfactory condition. Dr. (B)(6) was present throughout the procedure.¿ (B)(6) 2007: (B)(6) regional medical center. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 04422588. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/0442258) was implanted during the procedure. Records between (B)(6) 2007 and (B)(6) 2015, including records for ¿laparoscopic hernia repair by dr. (B)(6) at (B)(6) hospital in (B)(6), were not provided. (B)(6) 2015: (B)(6) hospital. Radiology ¿ CT abdomen/pelvis w contrast. Hx: pain at hernia site, anterior abdominal wall. Findings: midline anterior abdominal wall hernia containing fat, opacified colon. Mouth of hernia is 6.8cm on axial plane. Second hernia mouth superior to larger opening containing fat, 18 mm in width. Impression: anterior abdominal wall hernia midline containing bowel and fat. Portion of transverse colon seen within herniation without obstruction. Diverticular changes from previous surgical through anterior abdominal wall. (B)(6) 2017: (B)(6) hospital. Radiology ¿ CT abd/pelvis w IV contrast only. Hx: right lower quadrant pain, 2 days. Diarrhea. Findings: ventral abdominal hernia seen through opening of mesh and through linea alba. Hernia contains large bowel, small bowel, and intra-abdominal fat. Impression: ventral abdominal hernia, 21.0 x 6.5 x 14.4cm, extending through mesh and linea alba. (B)(6) 2017: records for ¿CT scan abd/pelvis w contrast¿ were not provided. (B)(6) 2017: (B)(6) hospital. Operative report. Preop dx: recurrent ventral incarcerated incisional hernia. Postop dx: recurrent ventral incarcerated incisional hernia. Severe small and large bowel adhesions. Procedure: laparoscopic repair of recurrent ventral incarcerated incisional ventral hernia with mesh. Lysis of severe intraperitoneal adhesions. Indication: ¿the patient is a 50-year-old gentleman who had multiple incisional hernia repairs and recurrence. The last recurrence happened about approximately 3 years ago. The last surgery was done in 2012, laparoscopically by dr. (B)(6) at (B)(6) hospital in (B)(6). His most recent CT scan showed transverse colon and the omentum as hernia sac incarcerated content. The decision was made to have his recurrent incarcerated incisional ventral hernia fixed laparoscopically. Possible open hernia repair if needed. The benefits, risks, and alternatives were explained to the patient. The patient agreed to the procedure in written informed consent. Procedure in detail: the patient was brought into the operating room and placed on operating table supine. General endotracheal anesthesia was induced successfully. Abdomen was prepared and draped in general sterile fashion. An official time-out was observed to identify correct patient and procedure. Due to the patient¿s medical previous surgery, the left upper quadrant was chosen as entry site with the optiview technique. A 5 mm skin incision was made and a trocar was placed under direct visualization. The abdomen was entered successfully and pneumoperitoneum was established successfully. There were extensive adhesions at the midline in the right and left upper quadrants. A 5 mm trocar was placed into the left lower quadrant, which gave a more clear view of the abdomen. The abdomen was fully examined of all possible injury upon the entry of abdomen. There were none. Another two 5 mm trocars, were placed on the right lateral side along the anterior axillary line. Both blunt dissection and harmonic instruments were used to release adhesions from the anterior abdominal wall. Lysis of the severe intraperitoneal adhesions of small and large bowel and abdominal wall and omentum took about 90 minutes to accomplish. The adhesions were very severe and extensive to anterior abdomen and hernia site with blood supply in adhesions. Clearly ventral hernia could be visualized, which was superior to the previous mesh placement. The mesh is still intact and spiral metal tacks still visible, which was peritonealized. The hernia sac content was carefully isolated from the surrounding tissue with either blunt dissection or harmonic instrument. The hernia sac content was reduced gradually after dissection from either left or right side after couple position changes with laparoscopic camera. The hernia contents were gradually reduced safely without any bowel injury noted. Separated portion of omentum removed from hernia sac and removed with surgical specimen bag via the 12 mm trocar site. The portion of omentum was sent to pathology. The hernia defect looked like it was about approximately 6 cm in diameter. A decision was made to place a 15 x 20 cm gore synecor biomaterial mesh. The mesh was introduced into abdomen via the 12 mm trocar. Next, the center point was chosen at the hernia site. Carter-thomason suture passer was introduced into abdomen in the center of the hernia defect and the preciously placed 0 vicryl suture was brought up to suspend the center of the mesh. The mesh was positioned to cover anterior abdominal wall appropriately after the suture lifted the mesh up with the long axis of the mesh in a cranio-caudal orientation. Ethicon secure strap fixation device was introduced to secure the mesh circumferentially with multiple tacks placed to secure the mesh to the anterior abdominal wall. Position was flat and covered the hernia appropriately with good underlay. Securing vicryl stitch was cut at the skin level. At this point the abdomen was fully examined and excellent hemostasis was visualized. The 12 mm port site fascia was closed with 0 vicryl sutures x 2 placed with the carter-thomason suture passer. Pneumoperitoneum was released and the trocars were removed under direct visualization. The skin incisions were closed with 4-0 monocryl plus suture in an interrupted subcuticular fashion. Derma-bond skin adhesive and ½ inch steri-strips applied to the skin incisions. The patient tolerated the procedure without immediate complications and was extubated and taken to postoperative recovery. Dr. (B)(6) was present and scrubbed during the entire case. All counts were correct at the end of the procedure. Operative debriefing done with the or nurse at the end of the procedure.¿ (B)(6) 2017: (B)(6) hospital. Operative note - addendum. Pre-op dx: incarcerated recurrent incisional hernia. Post-op dx: incarcerated recurrent incisional hernia, severe intraperitoneal adhesions. Procedure: herniorrhaphy, laparoscopic incarcerated recurrent incisional with mesh, lysis of severe adhesion. Narrative description of procedure: laparoscopic ventral hernia repair with mesh, lysis of severe intraperitoneal adhesions. Closure technique: primary. Drains: urethral catheter indwelling single lumen; latex 16 french (active). Specimen: portion of omentum. Type: tissue. Source: omentum. Tests: specimen to pathology. Collected by: (B)(6), md. Time: (B)(6) 2017, 1135. Estimated blood loss: minimal. Findings: ¿severe adhesions to anterior abdominal wall involving colon and omentum. Lysis of adhesions took about 1.5 hours to accomplish. Noted upper midline large ventral hernia, 15 x 20 cm gore synecor mesh used to repair the recurrent incarcerated upper midline incisional hernia. Portion of omentum incarcerated in hernia removed and sent as specimen to pathology.¿ condition: stable. (B)(6) 2017: [facility not identified]. Implant record. Mesh synecor 15cm x 20cm- s15625679-implanted. Model/cat #: gkfv1520. Seral #: (B)(6). The records confirm a gore® synecor intraperitoneal biomaterial (gkfv1520/15625679) was implanted during the procedure. (B)(6) 2017: (B)(6) lab. Pathology. Dx/pre/post op: incarcerated incisional hernia. Surgical procedure: laparoscopic recurrent incarcerated incisional herniorrhaphy with mesh. Source: omentum. Dx: omentum, herniorrhaphy of recurrent incarcerated hernia-benign mesothelial cell-lined fibrovascular and mature adipose tissue with acute hemorrhage and focal scar. Negative for malignancy. (B)(6) 2017: (B)(6) hospital. Radiology ¿ xr chest pa and lateral. Hx: shortness of breath. Pain. Impression: free air beneath both hemidiaphragms consistent with bowel perforation in absence of recent surgery. Dilated small bowel loops with internal air-fluid levels. CT abdomen/pelvis suggested further evaluation. (B)(6) 2017: (B)(6) hospital. Radiology ¿ CT abdomen/pelvis w contrast. Hx: recent hernia surgery. Abdominal pain. Vomiting. Findings: large ventral abdominal wall hernia containing multiple small bowel loops. Impression: mechanical small bowel obstruction likely secondary to large ventral abdominal wall hernia. Recent hernia repair surgery, similar to study (B)(6) 2017. (B)(6) 2017: (B)(6) hospital. Radiology ¿ fl small bowel. Hx: deliniate [sic] hernia vs seroma in old hernia pouch s/p repair. Findings: persistent gastric distention, abnormal distention of loops of proximal small bowel. Compatible with small bowel obstruction. (B)(6) 2017: (B)(6) hospital. Radiology ¿ xr abdomen ap. Hx: small bowel obstruction, nausea, emesis. Impression: stable small bowel obstruction. Free air not definitely identified, subtly suggested in upper abdomen. (B)(6) 2017: (B)(6) hospital. Radiology ¿ xr abdomen 2 views. Hx: worsening distention, abdominal discomfort. Impression: small bowel obstruction. (B)(6) 2017: (B)(6) hospital. Operative report. Preop dx: small-bowel obstruction. Postop dx: necrotic hernia sac small-bowel obstruction with adhesions, possible abscess. Operation: exploratory laparotomy, removal of mesh. Lysis of small bowel adhesion. Repair of multiple small bowel serosal tears. Abthera wound vac placement. Indication: ¿this is a very pleasant 50-year-old male with hx of dvt, obesity, and multiple ventral hernia repair, now status post laparoscopic ventral hernia repair with mesh on (B)(6) 2017, now presenting to the hospital with diffuse abdominal pain for 48 hours. The patient was admitted for nonsurgical management; however, the patient became more septic and had increased abdominal pain on hospital day #11. We recommended the patient to undergo exploratory laparotomy for possible explantation of the mesh due to sepsis. The risks and benefits of the procedure were explained to the patient, all questions were answered, informed consent was signed. Estimated blood loss: 200 ml. Urine output: 250 ml. Fluids: 3500 ml crystalloid. Complications: none. Specimens: 1. Peritoneal fluid for culture. 2. Hernia sac. 3. Mesh x2. Drains: foley. Wound vac. Findings: 1. Necrotic hernia sac with 3 separate hernial defects containing foul-smelling, murky fluid. 2. No bowel was seen in the hernia sac. 3. The old anchor meshes were exposed. 4. Distended small bowel with multiple adhesions and a transition point at the proximal ileum; no bowel ischemia or perforation was seen. Condition: unstable. Procedure: the patient was taken to the operating room and placed on the operating table in supine position. All boney prominences were padded. Scd was placed on the left leg, as the patient has dvt in the right lower extremity. General anesthesia with endotracheal intubation was performed by anesthesia staff. The area was prepped and draped in the usual sterile fashion. Time-out was performed to confirm patient, procedure, and site. Upper midline incision from mid epigastric area to tight above the umbilicus was made using a #10 blade. The subcutaneous tissue was dissected down to the fascia with electrocautery. The fascia was excised carefully in its entire length of the incision. We immediately noticed some foul-smelling fluid and distended hernia sac. The hernia sac appeared to be necrotic in nature. With exploration of the wound, it appeared to have 3 separate hernia sacs. The largest one was located in the midline measuring approximately 6 cm, and 2 smaller ones, 1 superior to the larger defect and 1 was inferior and left to the larger defect. We entered the hernia sac sharply using metzenbaum scissors. There was foul-smelling, murky fluid contained within the hernia sac. There was no bowel involved. We did see exposed mesh through the hernia defect. We then dissected along the hernia sac to the healthy fascia and the hernia sac was excised completely and sent for pathology. The other 2 smaller hernia sacs were excised with similar fashion. Due to the exposed mesh, decision was made to perform explantation of the mesh. We further opened up the fascia in its length to expose the mesh. The preciously placed biomaterial mesh was elevated using hemostats and was incised using metzenbaum scissors. We were able to place a finger below the mesh. We ensured that there was no bowel below, and the mesh was divided in the midline along the full incision length. We also divided the previously placed gore-tex mesh inferior to the mesh that was placed by us on (B)(6) 2017. We then dissected above and below the mesh with a combination of blunt dissection as well as electrocautery and metzenbaum scissors. After dissection was performed to the lateral edge of the mesh, the mesh was excised completely. Both meshes were removed using similar fashion. After completely removing the mesh, we delivered the small bowel out of the abdomen. We started running the small bowel proximally from the ligament of treitz all the way to the distal end of the ileocecal valve. There appeared to be markedly dilated small bowel proximally. There were at least 3 locations of dense adhesions to the omentum. The most proximal adhesion appeared to be located in the proximal ileum. It was adhered to the base of the mesentery. This appeared to be the site of transition point. It was divided sharply using metzenbaum scissors. We then milked the small bowel contents back to the stomach. A total of 4 l of thick, foul-smelling bilious fluid was removed from the ng tube with this maneuver. During running the bowel, we observed 4 sites of serosal tear. Three of the serosal tears were repaired with 3-0 silk lembert stitch in transverse fashion. There was a longer serosal tear in the mid jejunum which was repaired in longitudinal fashion. In the terminal ileum, there were 2 areas of adhered tissue on the serosa which were removed sharply using metzenbaum scissors. The ascending colon and the descending colon as well as the sigmoid colon were palpated and inspected visually. There was no perforation or stool observed. We then performed an extensive irrigation of the abdomen using 10 l of warm saline. Hemostasis was checked and excellent result was obtained. Due to patient¿s hemodynamics as well as distended small bowel, we did not think that the patient could be closed primarily at this time. Decision was made to place ab-thera wound vac over the abdomen. Excellent seal was obtained with ab-thera wound vac. The patient was then undraped and moved to ICU bed and transferred to ICU for further care and stabilization. At the end of the case, all counts were correct and dr. (B)(6) was present during the entire procedure.¿ (B)(6) 2017: (B)(6) lab. Pathology. Clinical information. A. Dx/pre/post op: necrotic hernia sac, small bowel obstruction with adhesion, poss. Abscess. Surgical procedure: ex. Lap, removal of mesh, lysis small bowel adhesions, repair of multiple small bowel injuries, abthera wound vac placement. Source: a. Hernia sac; b. Foreign body, mesh. Dx: a. Hernia sac-benign fibromembranous soft tissue, consistent with hernia sac accompanied with portions of mature adipose tissue with fat necrosis and microabscesses containing bacterial colonies. B. Foreign body, mesh. Gross: a. Received in formalin labeled ¿hernia sac¿ are multiple fragments of brown-purple to yellow, necrotic, irregular portions of soft tissue aggregating to 16.5 x 13.7 x 5.0 cm. Sectioning reveals multiple blue nylon sutures. There are multiple thickened, gray-white to brown-purple, necrotic focal areas. Multiple representative sections are submitted in cassettes a1 and a2. B. Received in formalin labeled ¿mesh¿ are two large portions of tan-brown synthetic material aggregating to 21.2 x 22.4 x 1.2 cm. There are multiple blue nylon sutures present. There are multiple rings of metallic coils. No soft tissue is identified with the specimen (gross only). Continued on attachment. - attachment: [continuation h10.11.pdf]

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, pain, adhesions, wound vac, additional surgery. Additional event specific information was not provided.